Event description:
A report was received that a patient's ipg appears to have migrated over his spine causing discomfort. The patient will undergo a pocket revision.

Event description:
A report was received that a patient's ipg appears to have migrated over his spine causing discomfort. The patient will undergo a pocket revision.

Event description:
A report was received that a patient's ipg appears to have migrated over his spine causing discomfort. The patient will undergo a pocket revision.

Manufacturer narrative:
A good faith effort was made to contact the patient regarding the pocket revision, but the results were unsuccessful.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure, during which, the physician replaced the battery as it moved from the pocket. There was no device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility.